Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced breathing difficulty and was diagnosed with peritonitis. The cause of peritonitis was unknown. Thirteen days prior to the receipt of this report, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued on the day of the receipt of this report ) and meropenem injection (1gm, ongoing) for peritonitis. At the time of this report, the patient had recovered. The pd catheter was removed and the patient was in hemodialysis twice a week. No additional information is available.